Event description:
It was reported the operating room staff stated unit displayed an error when it was turned on. It was also reported the device had been dropped and has damaged upper and lower cases. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report that the unit displayed an error when it was turned on. It was confirmed that the upper case and lower cases were broken and corroded. It was also noted that the battery release and liquid crystal display were contaminated, one side bail cover, ring cover and battery drawer were broken, one side bail cover, one side bail and ring were missing, the keyboard was scratched, the release spring was out of mechanical specification and the battery drawer was hard to open, the heart lead flex was corroded, and the battery contacts were compressed.